Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding abandoned runs which were scheduled on (B)(6) 2011 for a delayed start on (B)(6) 2011 using bond-max automated slide stainer (B)(4). When notifying leica microsystems of this complaint, the complainant advised that four (4) thinpreps prepared from a sample of cerebrospinal fluid were not recoverable, and that no sample remained to prepare further slides. The complainant also advised that re-biopsy of the patient was not performed.

Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2011. The fse reviewed the run and service events recorded in the instrument logs, and based upon this information and performance tests conducted, found that the haz separator bottle failed to flush. Inspection of the three way air valve identified that the valve was dirty and contained liquid. The valve was replaced and the results for all performance tests conducted, including a test run using non-clinical tissue, were satisfactory. Evaluation of the instrument logs provided by global technical support confirmed that the findings of the fse during on-site assessment of the instrument. The service events show several attempts to flush the separator bottle, and the runs are then aborted by the instrument. In this circumstance, water is dispensed onto the slides in order to maintain sample hydration until the slides are removed from the instrument. Investigation of this complaint determined that the root cause of the aborted runs was a dirty air valve, which resulted in a separator bottle flushing error causing the runs to be aborted.